Manufacturer narrative:
Additional information: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and verified the reported condition. Pressure test and clear passage under water were performed with no issues noted. A leak test was performed and the device leaked from a hole in the tubing between the joint of the tubing and the filter chamber. The cause was determined to be related to how the device was handled during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection confirmed the reported issue. Functional testing included clear passage, pressure, and leak testing. During leak testing a hole was identified and a leak was observed. The reported condition was verified. The cause of the reported condition was determined to be due to the handling of the tubing expansor into the set during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while priming the tubing of a clearlink blood recipient set a leak was observed after the roller clamp was opened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.